Manufacturer narrative:
Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported, "tibial insert locking screw backed out / loose in joint space. Surgeon could not retrieve screw. Surgeon did replace poly and locking screw."